Event description:
An ortho employee communicated a customer complaint for discordant negative antibody screening results for one patient using their ortho vision-ID mts analyzer. Date of event: (B)(6) 2022. Complaint reporter: (B)(4) (ortho employee). Complainant name: [(B)(6)] complainant phone: [(B)(6)] complainant e-mail: [(B)(6)] reported on 26sep2022 by (B)(4) to ortho care technical support. Reagents: 0.8% selectogen lot# vs460 and igg gel card lot# 021822001-14 exp 24-dec-2022. Software version: 5.12.8.46686. Patient information: not provided. Sample ID: not provided. Card ID: (B)(4). The customer reported to their ortho laboratory specialist that a specimen was tested (sample ID not provided) for antibody screen via indirect antiglobulin test (iat) using 0.8% selectogen lot vs460 in anti-igg mts gel card lot #021822001-14 on their ortho vision-ID mts analyzer (#(B)(4)), and that they had obtained a discrepant negative result for both of the screening cells. The analyzer originally produced indeterminant (?) Results for both cells. The card was visually inspected by 2 medical technologists and modified to negative for both cells. Quality control was performed and was acceptable on the date of incident. The customer reported the result was discrepant as this patient had previous cold/warm autoantibodies and a positive antibody screen with 1+ results of both cells obtained 7 days prior ((B)(6) 2022) on the same analyzer. Also, when a crossmatch was performed in tube method using the sample in question, it was incompatible with peg enhancement. The customer then repeated testing for the antibody screen in gel via manual gel method and obtained the expected positive 1+ results with both screening cells. All testing was performed using the same lot of screening cells and mts gel cards as utilized on the analyzer. The customer reported that biased results were reported to the physician, but patient has since been retested twice on the analyzer with new samples producing reactions with 0.8% selectogen of 1+ sc1 and 0 sc2. These results have been provided to the physician. The customer reported that the patient was not harmed as a result of the reported events. No incompatible units have been transfused.

Manufacturer narrative:
(B)(4). Investigation details: the tsc escalated this incident, and the sample order report was provided which confirmed the original indeterminant antibody screening results and modified column grade results of negative as reported by the customer. Therefore, the ortho vision-ID mts image processing system (ips) has functioned as per design. Transfusion history was requested from customer. Patient had been transfused with 4 red cell units between (B)(6) 2022 (time period between initial positive screen results and discordant negative results. No alloantibodies had been identified. A review of the worldwide complaint databases between (B)(6) 2021 and (B)(6) 2022 was performed for call subject zvision ((B)(4)). No additional complaints were identified with call area eqfneg. No trend is identified. (Dra #(B)(4)) no further investigation was carried out on this incidence. The potential assignable cause of the discordant negative antibody screening results obtained by the customer could not be determined. There was no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events. Investigation summary: discordant negative antibody screening results were obtained for one patient when performing antibody screen on the vision analyzer. Repeat testing in manual iat and on vision analyzer correspond with patient historical results. The ortho vision-ID mts ips has functioned as per design. The assignable cause could not be determined. No general product failure is identified. Biased results were reported to a physician. No patient was harmed.